Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up or moisture damage on electronic assembly or motor noted. The device had scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus, but none of the buttons felt stuck. Blood glucose value was 430 mg/dl. Mother stated that the customer was on a water ride. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.